Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was not returned. The reported conditions were confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic-assisted distal gastrectomy (ladg), after using the device for a while, they noticed that a part of insulation material (gray part) at the fixed side of the hinge part of the jaw had been floating, and it was chipped when the device was continued to be used. The part fell into the patient's cavity and was retrieved. X-ray was not performed to retrieved the disengaged part. Additional tissue resection was not required. Another device was used to complete the procedure. There was no patient injury.